Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned together with a microcatheter. The stent was found to be deployed (the stent had been deployed by the physician on the table after the procedure). The stent was deformed with frayed braid edges and while the stent was opened from both sides, the braid wires were compressed at one side. The distal section of the sdw was found to be kinked/bent. The stent introducer sheath distal tip was found to be damaged. During functional inspection, stent flow diverter stent difficult/unable to re-capture into microcatheter test was unable to perform as the stent was found to be deployed. Stent failed/unable to open was not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device(s) were flow diverter, microcatheter, guidewire. The flow diverter was recaptured back into the microcatheter 4 times. There was resistance between the delivery catheter and the pusher. There was no resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance during advancement of the stent delivery system through the patient¿s anatomy. The physician was able to deliver the flow diverter device to the target lesion but there was resistance encountered during the implant (stent) deployment. The stent could not be re-sheathed. The stent was partially deployed in patient anatomy, and then after adjustments (because of improper expanding) the operator withdrew it out. At beginning the operator tried to only retract the stent but then he found the stent was not able to be recaptured back into microcatheter, so he had to withdraw it out together with microcatheter. There was not a high % stenosis proximal to the stent. After removal, the physician attempted to deploy the stent on the table (outside the patient body). The current condition of the patient is that it had no effect on the patient. No additional medication given to the patient as a result of this event. Product analysis found the device was returned together with an microcatheter. The stent had been deployed (the stent was deployed on the table by the operator after the procedure). While the stent was open, it wasn't fully opened at one end as the wire mesh was compressed. The stent was deformed with frayed braid edges. The distal section of the sdw was kinked/bent and the tip of the stent introducer sheath distal tip was damaged. The damage to the returned device indicates a force had been applied to the stent during use. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿, ¿flow diverter stent difficult/unable to re-capture into microcatheter¿, ¿sdw friction¿, ¿stent failed/unable to deploy¿, ¿stent partial deployment¿ and as analyzed ¿sdw kinked/bent', ¿stent deformed and ¿stent introducer distal tip damaged' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the internal carotid-ophthalmic artery multiple aneurysm procedure, physician used a guidewire to bring microcatheter to right middle cerebral artery m1 and then delivered the subject flow diverter to the target lesion. The physician felt resistance while pushing the subject flow diverter delivery wire within the microcatheter and while deploying the subject flow diverter. The tip of the subject flow diverter was located at the right posterior communicating artery lower segment and when the subject flow diverter was deployed at the ophthalmic artery, the subject flow diverter was flat and could not open. The physician tried multiple times to release the tension but the subject flow diverter could not open at the bended area. The subject flow diverter was partially deployed within the patient anatomy and the physician was unable to retract the flow diverter back into the microcatheter. The physician withdrew the subject flow diverter out together with the microcatheter from the patient anatomy. The subject flow diverter was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.